Event description:
Two ureteroscopes returned to circon for warranty review. Doctor reportedly was visualizing ureter when pt heard the first device break. The doctor stated that the second device broke when it was in the bladder and "he turned toward the ureter."